Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to eri declared by charge time. No allegations of device malfunction were made. New information received that device was returned and during analysis it was identified that the device exhibited premature battery depletion.